Manufacturer narrative:
Device evaluation completed on october 8 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view. A tear (tear b) was also observed within the crease/fold measuring approximately 0.1 cm. Additionally, other tear (tear a) was found in the anterior view as well measuring approximately 2.6 cm. Microscopic examination was performed in tear a and the cause of the deflation could not be identified. Although, for tear b the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. The patient noticed that the implant was shrinking. One breast is smaller than the other. The issue was confirmed by the physician. As a result patient underwent bilateral replacements with unknown implants on (B)(6) 2020.